Event description:
Reporter indicated a patient underwent vns generator replacement surgery due to normal end of service. A battery estimate performed yielded approximately 1.79 years remaining with incomplete programing history. During review of the history, high lead impedance readings were noted for the patient shortly after the initial implant surgery on (B) (6) 2001. Vns diagnostics during the initial surgery were normal. The last known vns diagnostics prior to the generator replacement surgery were normal. Attempts for return of the explanted generator have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. Incomplete lead pin insertion at the initial implant surgery is a possible cause of the high lead impedance, but this cannot be confirmed.